Event description:
Patient was treated with two evercross pta balloons during an index procedure performed on (B)(6) 2013 on left proximal and distal sfa. It was reported that the patient developed stenosis of the left distal sfa, and the revascularization procedure was performed on (B)(6) 2018. The physician indicated this incident is not related to the study device or the procedure.